Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 53725ud02, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 53725ud02 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 53725ud02.

Event description:
The customer observed falsely elevated architect free t4 results generated for a patient sample. The following data was provided: (B)(6) 2024 initial result = >64.35 pmol/l, (B)(6) 2024 same patient new sample obtained and result = 16.17 pmol/l. The sample from (B)(6) 2024 was repeated and result = 17.12 pmol/l b-mode ultrasound with no IV contrast and other blood tests were performed. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect free t4 results generated for a patient sample. The following data was provided: (B)(6) 2024 initial result = >64.35 pmol/l, (B)(6) 2024 same patient new sample obtained and result = 16.17 pmol/l. The sample from (B)(6) 2024 was repeated and result = 17.12 pmol/l b-mode ultrasound with no IV contrast and other blood tests were performed. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry: (B)(6) hospital. Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.